Event description:
A malfunction on a pump was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any further issues occurred.